Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a medtronic representative regarding driver used in posterior fusion. It was reported that the driver was used to remove previous instrumentation. The driver head was stuck inside of the screw head and while turning the instrument, the head of the screw driver broke off inside the screw head. Instrumentation was removed with other drivers and the surgery was successful. Pre-operative diagnosis for this procedure was removal of previous instrumentation. No adverse event occurred to patient. There were no further complications that were reported.